Manufacturer narrative:
Infection and generally poor healing of surgical incisions are known inherent risks of invasive procedures. The lab cultures confirming presence and type of infection were not made available to the firm

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. In (B)(6) 2024 the patient reported persistence of tenderness or discomfort at the implant site. Patient was administered antibiotics as a precaution due to the ongoing tenderness, however in april 2024 the physician reported that the surgical site was not healing properly and explant was scheduled. On (B)(6) 2024 a full system explant was performed.